Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed. The customer was advised the recommended troubleshooting steps related to the logged event code. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that the event code logged in the device's memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that the event code logged in the device's memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer informed stryker that the event code logged was incorrectly reported. The information in initial MDR 0003015876-2025-01665 was determined to be erroneous and a reportable malfunction did not occur. A supplemental report will not be forthcoming.